Event description:
Customer reports a fiber leak on reuse number 7 during treatment noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 250cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.